Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) latch was failed to open. A field service engineer (fse) field service engineer powered down the device and replaced the worn-out mini switches. The latch was then reinstalled onto the srm housing. After rebooting the system, the device was tested and all functions passed successfully. The station was subsequently restarted, and the user was able to open and close the srm multiple times without encountering any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager was keeps failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.